Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal. According to the information received from the field the recipient did not benefit from the device due to a damaged cochlea. However despite requested no further details regarding the cochlea damage has been received. Further a chronic middle ear infection is reported, which might has contributed to the explantation surgery. This is a final report.

Event description:
Reportedly, the user had no benefit from the device. The user was explanted.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Reportedly, the user had no benefit from the device since implantation. The user was explanted.